Event description:
Customer reports the interconnect cable failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage and interconnect cables.